Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Customer¿s blood glucose value was 226 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.